Event description:
It was reported to philips that the device failed to acquire an electrocardiogram (ECG) on a patient. The device was in use on a patient. However, there was no adverse event to the patient.

Event description:
It was reported to philips that the device failed to acquire an electrocardiogram (ECG) on a patient. This reporter stated that a patient of unknown age and gender experienced an event of st-elevation myocardial infarction (stemi) on (B)(6) 2018. During the event, emergency medical services were notified, arrived on scene, and transported the patient to a hospital. During the cardiac transport on (B)(6) 2018, emergency medical technicians connected the patient to the heartstart mrx via ECG electrodes; in order to monitor the patient, but the device did not acquire an ECG. Another device was then used to monitor the patient with different leads, different therapy cable, and the same pads. There was no adverse event reported in association with the symptom of the device not acquiring an ECG.